Manufacturer narrative:
The received device had the cannula assembly fully deployed. No damages or defects were observed that would cause the cannula to dislodge. The exact cause of the reported event could not be determined. The formed needle and bottom housing were inspected for damages or defects that could cause pain during insertion and none were found. The exact cause of the pain during insertion could not be conclusively determined. Inspection of the pcb found a damaged capacitor. It can not be determined if the damaged capacitor contributed to the high current in the pcb and the failure to download the device data. All three batteries had lower than expected voltage. An external power supply was used in an attempt to download the device data, but was unsuccessful. The current measured through the pcb was higher than expected.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 260 mg/dl while wearing the pod longer than 48 hours. When removed from the infusion site (arm), the pod's cannula was found to be dislodged and the patient experienced pain.